Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Caregiver was using the lift to put a patient into their bed and the motor bent in half while they were lowering the lift. The motor that was installed on the lift is the incorrect motor. The motor is for a jasmine lift and not the rpl600-1 lift.